Manufacturer narrative:
The pump was received with intermittent buttons due to the corroded keypad traces. There was no display ramping on its own anomaly noted. The pump was received with a cracked case at the display window corners and at the display window. The pump was also received with a minor scratch. (B)(4).

Event description:
The customer reported via phone call that the pump would not let her do a bolus and the numbers started ramping up. Customer was not able to get it to stop. Customer stated that her blood glucose was 165 mg/dl this morning. Customer was helping her daughter move when the keypad anomaly occurred. It was found that the pump was in her bra and it is possible that moisture got behind the keypad. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.